Manufacturer narrative:
Manufacturer ref# (B)(4). Article: kemp 2009. Similar to device marketed under PMA/510(k): investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
According to article: frova was used to advance an endotracheal tube. Plastic from the frova was shaved off by the endotracheal tube connector.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: according to attached article the frova device shaved off, when used to advance a 6mm safety-flex tube from an other manufacturer. On bronchoscopy, the surgeon discovered and retrieved blue shavings below the vocal cords. No reported harm to the patient. No device was provided for analysis, but a poor-quality photo in the article shows what could be a frova device flaking in the distal end and with the text ¿plastic shaving near the tip of the bougie¿. Based on the photo and the information provided in the article the exact reason for the shavings cannot be determined, nor can the compatibility between the tube and the frova introducer. The armored tracheal tube used may be a single lumen tube, but considering some shavings reportedly had passed below the vocal cords, the frova introducer may have rubbed against something, maybe when the tube was railroaded over it. According to the instructions for use the 14.0 french frova introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6 mm or larger. Furthermore, the IFU warn that the tube and the introducer must be lubricated before use and that care must be taken when introducing/removing the introducer from the endotracheal tube, as contact with sharp edges on the internal surface of the endotracheal tube may cause small fragments to be shaved off the catheter introducer during introduction/removal. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.